Event description:
Distributor contacted dexcom technical support on (B)(6)2015 to report a missing sensor wire patient experienced on (B)(6) 2015. Distributor reported upon sensor deployment, sensor wire was absent and patient was unable to locate. Patient experienced no discomfort at insertion site. No injuries or medical intervention were reported.

Manufacturer narrative:
(B)(4).